Event description:
It was reported, the implantable neurostimulator (ins) was not holding a charge for as long as it used to. It was noted that impedance testing and reprogramming was done. It was further noted, the patient and their healthcare professional (hcp) were considering a revision/replacement. The reporter stated, the patient had good coverage with their stimulation, but they were unhappy with the diminished time the ins would last until they had to recharge. It was noted that there were no patient symptoms or complications associated with this event. It was further noted, the patient status at the time of this report was alive with no injury. Additional information received reported that there was not a 50% or greater symptom reduction. It was noted, the ins was interrogated on 2014 (B)(6). It was further noted, the cause of the event was unknown. The reporter stated, the patient outcome was unknown. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3777-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3550-29, lot# n141220, implanted: 2008 (B)(6); product type accessory. (B)(4).

Event description:
It was further reported that the physician told the patient to let them know if they wanted their stimulator replaced.